Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. Customer's blood glucose at the time of the incident was 250 mg/dl. The customer's current blood glucose is 150 mg/dl. Customer was assisted with troubleshooting and air bubbles were successfully removed. Customer reports that the auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.